Manufacturer narrative:
The customer reported that this central nurse station (cns) crashed and went to a blue screen. According to the customer, both drives are booting into a blue screen. The customer will send in the unit for exchange. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse station (cns) crashed and went to a blue screen.